Event description:
This is filed to report difficult removal and tissue damage it was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4+ with an enlarged atrium. It was noted imaging was challenging during the procedure. An ntw mitraclip ( lot: 30223a1024) was attempted to be implanted but would continuously become stuck on the anterior leaflet via the back of the gripper arm. When troubleshooting to remove the clip from the leaflet, the clip also became caught in the posterior chordae. The clip was able to be unstuck from both positions, but a torn chordae was observed and one of the grippers was not working. The clip was removed from the patient anatomy. A replacement mitraclip nt was placed to stabilize the torn chordae, reducing mr to grade 1+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (gripper actuation - single could not be confirmed via returned device analysis. The reported difficult to remove (anatomy), difficult or delayed positioning (anatomy), and image resolution poor could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the results of the analysis, a cause of the reported difficult to open or close (gripper actuation - single) could not be determined as the issue could not be identified with the returned device. The reported difficult to remove (clip caught on posterior chordae) and difficult or delayed positioning (clip caught on anterior leaflet) were due to procedural circumstances during clip positioning. The reported image resolution poor was due to challenging anatomy. The reported tissue injury (torn chordae) appears to be due to the clip getting caught with the chordae and the clip was attempted to be freed. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.